Event description:
It was reported that this right atrial (ra) lead was surgically revised due to inadequate stimulation and overstimulation. This ra lead remains in service. No additional adverse patient effects were reported.